Manufacturer narrative:
Failure analysis noted the insulin pump was received with a blank display due to moisture damage electronic assembly. They were unable to verify button error alarm, unresponsive button, battery out limit alarm due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump alarmed button error after moisture damage. Customer's blood glucose was 120 mg/dl. She stated the customer went inside the pool with the pump on. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.